Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was unrecoverable. A field service engineer replaced the drawer controller board and reseated all tray connections. Conducted all relevant tests in hardware test application (hta), which passed successfully. Customer confirmed they were able to access the storage space without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was unrecoverable. The customer stated that this malfunction caused a delay in dispensing medication to patients and the staff able to get medications in another manner within a reasonable timeframe. However, there were no adverse events or injuries reported based on this event.